Event description:
Information received indicates the bed has a loss of ground error and the technician is getting a high ground resistance reading.

Manufacturer narrative:
The technician found a ground connection bolt was loose. The technician tightened the bolt to repair the bed.